Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product could not confirm the report that the clip could not be deployed. The device could not be evaluated for its ability to reopen once attached to tissue because the device sheath had been disconnected from the handle by the user under the direction of cook medical product management in emergency conditions. The clip was opened and closed repeatedly outside the endoscope by holding the sheath to the handle, however there was a significant "click" as the clip neared the closed position. This is an indication that the clip driver legs are partially opened. The device was advanced into an olympus gif q20 2.8 mm channel endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Inside the endoscope, the clip was manually opened since the sheath is no longer connected to the handle. The clip was closed by the normal handle manipulation and deployed onto two layers of simulated tissue. The device handle was bottomed out in the deployment direction and held for approximately thirty (30) seconds. During this time, the clip did not deploy, however, with the slightest wiggle of the device sheath at the scope port, the clip was deployed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, the condition of the returned device (sheath disconnected from the handle) prevented a thorough evaluation. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: our laboratory evaluation of the product could not confirm the report that the clip could not be deployed. The device could not be evaluated for its ability to reopen once attached to tissue because the device sheath had been disconnected from the handle by the user under the direction of cook medical product management in emergency conditions. The clip was opened and closed repeatedly outside the endoscope by holding the sheath to the handle, however there was a significant "click" as the clip neared the closed position. This is an indication that the clip driver legs are partially opened. The device was advanced into an olympus gif q20 2.8 mm channel endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Inside the endoscope, the clip was manually opened since the sheath is no longer connected to the handle. The clip was closed by the normal handle manipulation and deployed onto two layers of simulated tissue. The device handle was bottomed out in the deployment direction and held for approximately thirty (30) seconds. During this time, the clip did not deploy, however, with the slightest wiggle of the device sheath at the scope port, the clip was deployed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, the condition of the returned device (sheath disconnected from the handle) prevented a thorough evaluation. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper gi procedure, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations: "the instinct endoscopic clip was chosen to use for an upper gi procedure for polyps in the stomach region. The clip was attached to the tissue and would not deploy [unable to deploy]. As this clip was attached to tissue close to a vessel, the physician was cautious to just pull the clip off. Therefore, the customer attempted to contact the district manager (dm) who was in a procedure at another facility. The customer then contacted the home office at cook endoscopy to seek guidance. The clip eventually sheared off and the physician used an epi [epinephrine] and an additional clip to clamp the polyp site. The district manager clarified that the site required only one (1) clip to seal the original spot. There were no additional clips used. And there was no harm to the patient." Additional information received on 7/7/2017 from the dm: the instinct clip would not deploy after closing down on the tissue. Efforts were made by the senior product manager and product manager (pm) to help dr. (B)(6) ((B)(6) clinic) complete the procedure over the phone. After multiple attempts by cook and (B)(6) clinic personnel the clip just sheared off the tissue still closed. The procedure was concluded with epi to control the bleeding and another instinct clip to finish the job. Per email received by senior product manager: "I received a call today from the (B)(6) clinic and the nurse stated that the instinct would not release from the catheter and was closed on the tissue. They had been trying to get it to deploy for 20 minutes. I asked if they had wiggled, shaken, and jostled the handle back and forth and up and down and they insisted the handle was stuck tight. I went to get pm for his gi tech experience and he also spoke to the nurse and the physician. The physician was reluctant to try and pull the clip off of the tissue due to the location being near a blood vessel. They wanted to cut the catheter and we explained that would not help, but suggested they break the handle at the red portion to expose the wire and still nothing happened. The pm gave the nurse his cell phone number. Called the dm to report to him and the account called him while we were on the phone. I have asked the dm to get the lot # and correct rpn as well as status. They will plan to send back. The account told the dm that the clip finally released and they have packaged it up to return." The following information from the dm was received on 7/20/2017: a piece of the tissue sheared off. As far as I know, it did not create a larger defect. The tiny piece of tissue was in the closed clip, when I picked it up. They used the epi and clip to finish the intended procedure. The clip did not deploy, it was still closed, all intact.